Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. The customer reported that the server displayed an unexpected error when running manual and scheduled reports, preventing report printing, while normal server functionality remained unaffected. The customer was informed that troubleshooting was ongoing and handled entirely on the backend with no customer action required. After follow-up, a technical support specialist confirmed that the issue was resolved following a password change, which was identified as the root cause. It was noted that the environment was running a later esr version on an all-in-one server, which may differ from standard reporting configurations. The system was confirmed to be operating normally with no additional impact identified. The tss attached the knowledge articles med es changing password for cfmed es: changing password for cfnservice and cfnadmin accounts and "ro 5.1.x cannot read configuration file due to insufficient permissions" for reference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the server that generated cart fill prints for the floors displayed an unexpected error message instructing the user to try again later. The customer was unable to print any reports or cart fills from the server at that time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.